Event description:
A surgeon reports one pt with decreased bcva following bilateral prk surgery. Surgeon stated he is puzzled by this patient's outcome, all other results are 'wonderful'. This report is for the right eye, the left eye is being reported under manufacturer # 3003288808-2008-00016. Pt records were received and reviewed. Surgeon's preoperative notes indicated, "long term should be stable, 50/50 chance will need enhancement", which was discussed with the pt. The pt received a prk procedure which is not an approved indication for this device and mitomycin was applied to the stroma directly following ablation, which is not an approved indication for this drug. Records indicate the pt noted seeing multiple images even with glasses prior to surgery and at one month post-op the pt reported polyopia (multiple images), which continued throughout the postoperative period. Four diopters of exophoria at near were noted and the pt commented, "sharp pain on temporal side of the left eye while adducting". Pt comments included, "difficulty staying focused" and "shift in focus ability". During the postoperative period, the records indicate fluctuating refractions, discomfort, burning and foreign body sensation. At approximately one month post-op, bilateral lower lid punctual plugs were placed to address dry eye symptoms. Additional treatment for dry eye during the postoperative period included artificial tears and restasis. At 6 months post-op, the right eye experienced a 4 line decrease in bcva. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, when additional reportable info becomes available.